Event description:
It was reported that the user received infusion sets and experienced difficulty deploying the set with the applicator, including removing the site from the applicator prematurely and being unable to retract and lock the spring, which required multiple infusion sets before successful insertion and resumption of insulin delivery. Symptoms included no reported clinical effects. Outcomes included no impact other than the need for additional infusion sets and completion of troubleshooting and education. Investigation included guided troubleshooting, review of handling steps, and education with instructional video support. Investigation of this case revealed user handling issues resulting in incorrect infusion set deployment with the applicator and subsequent successful insertion on a later attempt. It was concluded, based on previously established findings for similar reports, that the cause was user technique.